Event description:
On (B)(6) 2013, the distributer contacted animas stating after the patient tried a few bolus calculation entries he did see insulin on board. It was reported that insulin was still active. There was no reported adverse event associated with this complaint. This complaint is due to the alleged iob issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/04/2013 with the following findings: a review of the pump history revealed that the pump¿s settings for insulin on board (iob) was set to ¿off¿. During testing, the iob feature was turned on and was set to a duration period of 1.5 hours. A 10 unit audio bolus and a 10 unit normal bolus were successfully performed on the pump. The iob status screen correctly reflected the boluses performed during testing. After the 1.5 hour duration period, the iob status was found to be 0.00 units and accurately reflected in the iob status. The iob was found to functioning properly. The reported complaint was unable to be duplicated during the evaluation of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.